Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4) incomplete. The lot number is unknown.

Event description:
It was reported by the sales rep via complaint submission tool that during a unknown procedure the truespan 0 degree peek didn¿t hold and the surgeon ruined the meniscus. The was no surgical delay provided. No additional information was provided. Additional information received from the affiliate reported it was unknown if a surgical delay or patient consequences occurred during an acl or kas repair. It was reported the case was completed with an alternative device and surgical intervention is not planned.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.